Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. The insulin pump was monitored for several days and no battery alarms were noted. No battery cap damage could be verified because the insulin pump was received without the original battery cap. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed low battery and failed battery test even though customer replaced the battery numerous times. Troubleshooting was done. Customer's blood glucose was 214 mg/dl. It was found that there was damage in the battery cap and inside the battery compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.